Manufacturer narrative:
Exact date unknown, event occurred a year from the date the manufacturer became aware of the event. Explanted date: last year.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device component will not be returned. No further information has been obtained despite good faith efforts.